Event description:
It was reported that the patient presented for follow up with a left ventricular lead that exhibited failure to capture due to lead dislodgement, confirmed by fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.